Manufacturer narrative:
The device was received by (B)(4).  The device was evaluated and the reported condition was not confirmed. The device was determined to have a bent tip. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was "frozen". The device was not being used during surgery. The date of occurrence is unknown. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.